Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose level was 556 mg/dl. He went to his health care provider to get insulin pens and treated his blood glucose level with them. The insulin pump also alarmed unexpected restart and motion sensor test failure. The insulin pump alarmed motor error again while rewinding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the operating currents, functional tests, or verify the unexpected restart or motion sensor test failure alarms due to the motor error alarm. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.